Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that where the reservoir fits in the insulin pump, broke. The rubber ring fell off and they could not find it. The reservoir was not fitting properly and they continuously received insulin flow blocked alarms. Customer's blood glucose level was 14.6 mmol/l. The customer saw missing segments during the self-test. The self-test passed. The insulin pump alarmed no delivery. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to perform the displacement test due to missing the retainer. However, the insulin pump passed rewind test, prime seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self-test. No unexpected insulin flow blocked alarm. The insulin pump was monitored and no missing segment during self-test. The insulin pump had minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and missing the reservoir tube o-ring.